Manufacturer narrative:
"This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence ".

Event description:
It was reported that the user experienced frequent hyperglycemia and hypoglycemia while using the ilet pump after completing training, determined that the device did not meet their needs, and requested a return for credit. Symptoms included episodes of high and low blood glucose. Outcomes included user dissatisfaction with therapy and discontinuation intent. Investigation included complaint intake, review with the clinical diabetes specialist, and initiation of return-for-credit processing. Investigation of this case revealed that the cause of the hyperglycemia and hypoglycemia was unclear. It was concluded that no device alerts or alarms were reported and that the event was not attributable to a confirmed device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.